Manufacturer narrative:
The insulin pump alarmed motion sensor test failure alarm during the rewind constantly. The problem was isolated on the mother board. Unable to verify the motor error alarms due to motion sensor test failure alarms. The motor was tested outside the device and passed. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.